Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes contained foreign matter, 1 contained air bubbles in the gel, and 1 was missing label information. The following information was provided by the initial reporter: "fm in gel x2. Defective marking x1. Air bubbles in tube."

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes contained foreign matter, (B)(4) contained air bubbles in the gel, and 1 was missing label information. The following information was provided by the initial reporter: "fm in gel x2 defective marking x1 air bubbles in tube."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, ink smear on tube and air bubbles embedded in tube with the incident lot was observed. Evaluation of the customer samples was performed and fm in gel, ink smear on tube and air bubbles embedded in tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.